Event description:
It was reported that the patient was undergoing reimplant surgery of the ams 800 artificial urinary sphincter when he sustained urethral perforation. The balloon and pump were implanted, but not the cuff. Additional information received stated that the physician is giving the patient time to heal from the perforated urethra.

Manufacturer narrative:
The allegation of the device not working is unable to be confirmed due to the lack of a product return to analyze. However, there are several failure modes of the device and one of them could be having the device for a long period of time and it is produced by the tension of the device on the distal urethra at the meatus, leading this to erode the tissues and producing damage. In this case, the erosion was caused by the placement of the catheter. The product record review revealed no additional information related to the complaint, so an overall investigation conclusion code of failure to follow instructions was chosen.

Event description:
It was reported that the patient was undergoing reimplant surgery of the ams 800 artificial urinary sphincter when he sustained urethral perforation. The balloon and pump were implanted, but not the cuff. The physician gave the patient time to heal from the perforated urethra and then had another surgery to implant the new cuff. The patient had erosion from the catheter placement in the ER. The patient's urethra was healed and no adverse patient effects were reported.